Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned cutting block indicated that it was disassembled with damage to the cutting slots and the screws hex head and threads. The knob assembly is held together by a screw that threads into the knob through the crossbar on the back of the block. This screw is held in place by masterbond and is not intended to be dis-assembled. The external threads on the cross bar screw and the internal threads on the cutting block knob were visually inspected and do not display any masterbond residue. This would suggest that either inadequate or no masterbond was applied when the block was assembled. The quality engineer for this product was made aware of the complaint. A quality hold was placed in an attempt to quarantine and re-inspect additional product for this failure mode. This issue has also been communicated to our management process for their consideration of further action. We will continue to monitor for future complaints and investigate further as needed. We consider this complaint closed.

Event description:
It was reported that the rotating dial on the top of the femoral cutting block broke of into several pieces when adjusting the notch.